Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was animal damage.the label review found the labeling adequate for the use error in this complaint.

Event description:
The customer contacted baxter's technical service center regarding a supply issue, which occurred on the homechoice (hc) during use, during fill 3. The home patient (hp) stated one of her supplies was leaking. The hc did not alarm. The baxter technical service representative (tsr) asked the hp to try and find the leaking supply. The hp was unable to find the leaking supply. The hp stated she thought the leak came from the cassette but she was not able to find the leak. The tsr informed the hp to end therapy and start over with all new supplies or perform continuous ambulatory peritoneal dialysis (capd). The tsr instructed the hp to inform the registered nurse (rn). The hc was operational.the solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(4) 2012, and they were able to resume therapy with new supplies. She said that her cat had punctured one of her lines from her cassette. She said there was nothing actually wrong with the supplies she got from us. Since then she has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.